Event description:
It was reported that during a laparoscopic sigmoid colectomy, a cdh29p would not fire. The anvil was mated to the obturator and the orange ring was covered. The battery was installed and the device lit up. The anvil was closed and the closure indicator was in the green zone. The safety was removed, and the firing trigger was pulled, and nothing happened. The battery was removed and reinstalled and still the cdh29p would not fire. A new cdh29p was opened and connected to the previous anvil. The new stapler worked and the anastomosis passed an air leak test. Several sutures were placed over the anastomosis as a precaution. After a fifteen minute delay the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4) investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.